Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250-339 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was not sure what caused the high bg. During troubleshooting with tandem technical support, air bubbles were observed in the tubing. The customer primed the air out. During follow-up, the customer reported that the bg level had decreased to 245 mg/dl. The customer declined further follow-up.